Event description:
It was reported by the patient that she has inflammation on right side as shown in a CT scan. Feels like something was poking.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.